Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that on x-ray the right atrial (ra) lead appeared to have moved back and was pointing straight down. It was noted that the pacing and sensing thresholds were normal. A ra lead repositioning was done by detaching the lead from the device header and gently advancing the lead forward until it took a normal j shape and was in an appropriate position. The ra lead is still in use. No patient complications have been reported as a result of this event.